Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the device's downloaded error log. The device's blower motor and system board will be replaced to address the issue. Conclusions: device has been evaluated but not repaired, pending customer approval of the estimate.